Event description:
The patient did not experience any symptoms. The patient reported hearing a critical alarm from the pump, but no alarm was noted on telemetry. A volume discrepancy greater than 25% was noted. A pump rotor study performed on (B)(6) 2007 was normal. A catheter dye study was also performed the same day and revealed a positional obstruction of the catheter. On (B)(6) 2007 a surgical intervention was performed where the tubing was flushed and reconnected to the intrathecal catheter. The final patient outcome was reported as no injury. The patient's pump contained morphine 25 mg/ml at a dose of 1.5 mg/day. (B)(4).

Manufacturer narrative:
(B)(4).